Event description:
S/p bilateral subglandular inframammary gels (? Size/type/MFR-no records) for augmentation. Denies any local problems except occasional burning pain - no h/o trauma, change in shape/size or texture but c/o progressively disabling systemic symptoms. These include arthralgias/myalgias, paresthesias, swelling, fatigue, sleep disturb, adenopathy, hot flashes/chills, visual changes, dizziness, memory loss, sicca, oral sores, sensitivity to sun/cold (positive raynaud's)/chem, sob/cp, costochondritis, choking sens, gi/gu disturbances, easy bruising, and dyspareunia. Pt is otherwise healthy.